Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and the device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the overpressure alarm is alternating with the under-pressure alarm. There was unknown patient involvement, and no patient harm reported.